Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) underwent a revision procedure. It was reported that the system had displayed noise and an impedance issue that was discovered via the patient's home remote monitoring system. No inappropriate therapy was delivered. The local boston scientific field representative (fr) reported that the impedance measurement at change out was 1550 ohms. The fr did not know any further details regarding the clinical observations. The lead was surgically abandoned and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.